Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (load step malfunction) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2019 with the following findings: a review of the pump¿s black box showed pump not primed warnings with zero force and no cartridge detected warnings. During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no loss of prime warnings occurring. The force sensor calibration was found to be out of specification. The pump performed within required specifications. The pump was opened and moisture damage was found on the force sensor circuit. Low force was due to moisture damage. Unrelated to the complaint, investigation revealed moisture visible in the display; the battery compartment was cracked. A leak test confirmed a leak at the battery compartment.